Event description:
Customer reported that he is very dissatisfied with the glucose monitoring system. Customer stated that the sensor readings are so far from the actual blood glucose readings and it has no diabetic management value. Customer was unavailable at the time to provide further information and stated that he is working with the local trainers to get the issue resolved. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.